Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial/ batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.